Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified sharp broken on posterior due to a surgical impact opening, for the stress mark in the shell, striated punctured on radius, non-penetrating nicks and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: missing shell due to inconclusive. A striated punctured on radius due to surgical. Damage like consist in the use of some surgical tool. A sharp broken on posterior due to a surgical impact opening.

Event description:
Patient reported right side "swelling" and rupture. Additionally, healthcare professional reported a right side seroma and a right side exchange of textured breast implants due to the patient's concern with the product. Device has been explanted.

Event description:
Additionally, healthcare professional reported a right side seroma and a right side exchange of textured breast implants due to the patient's concern with the product.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "swelling" and rupture. Device remains implanted.